Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most likely cause of this complaint is an expected or random component failure unrelated to design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the pinch valve on the high flow insufflation unit experienced a failure. There was no patient involvement.